Manufacturer narrative:
Technician found corrosion on the p/c board knee button due to fluid ingress. Tech replaced the right caregiver p/c board to resolve the issue.

Event description:
Account alleged the right knee controls are inoperable.